Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. During device implantation, the introducer kinked when inserting the impella, which could advance no further. It was noted that the patient experienced calcified vessels. The procedure was completed with a new introducer without issue. The introducer was returned. The returned introducer had a kink toward the distal end of the introducer. The cause of the introducer damage - mechanical was a introducer sheath kink due to the patient having calcified vessel condition. D.1 and d.2 revised brand name, product code and common device name since the initial manufacturer device report number 1220648-2025-26775 was submitted in accordance with updated procedures. D.4 revised model number, catalog number, lot number and expiration date since the initial manufacturer device report number 1220648-2025-26775 was submitted in accordance with updated procedures. Serial number and unique identifier (UDI) # should of been reflected as blank on the initial manufacturer device report number 1220648-2025-26775. D.10 added pump information since the initial manufacturer device report number 1220648-2025-26775 was submitted in accordance with updated procedures. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26775 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.4 revised device manufacture date since the initial manufacturer device report number 1220648-2025-26775 was submitted in accordance with updated procedures. H.6 revised component code since the initial manufacturer device report number 1220648-2025-26775 was submitted in accordance with updated procedures.

Event description:
The complainant had a impella cp pump being placed to support a patient admitted in for a high-risk percutaneous coronary intervention. The doctor used the 14fr x 25 cm sheath when inserting the impella, but a kink formed distal to the sheath, and he could not advance the impella any further. Therefore, the doctor decided to use a new 14fr x 25 cm sheath. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.